Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 499 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and there were no leaks and no air bubbles. Customer stated that the bolus history displayed all bolus entries based on their recollection. Customer was declined for troubleshooting of high pressure test and bent cannula. The insulin pump will not be returned for analysis.